Event description:
Reportedly, the physician tried to interrogate the subject device unsuccessfully. Representative told him on the phone try again with a second programmer by tilting the cpr3 head on a vertical way, then the physician was able to interrogate the device. Later an error message appeared on the screen and the programmer stopped working during few minutes and then worked again normally.

Event description:
Reportedly, the physician tried to interrogate the subject device unsuccessfully. Representative told him on the phone try again with a second programmer by tilting the cpr3 head on a vertical way, then the physician was able to interrogate the device. Later an error message appeared on the screen and the programmer stopped working during few minutes and then worked again normally.

Manufacturer narrative:
Investigation of the associated programmer did not reveal any irregularity.

Event description:
Reportedly, the physician tried to interrogate the subject device unsuccessfully. Representative told him on the phone try again with a second programmer by tilting the cpr3 head on a vertical way, then the physician was able to interrogate the device. Later an error message appeared on the screen and the programmer stopped working during few minutes and then worked again normally.